Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the patient was being treated for airway stenosis. During deployment of the ultraflex tracheobronchial stent, the suture wire became stuck and the stent could not be deployed completely. The scope and stent were removed together. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Stent, partially deployed. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Initial examination of the returned device noted that the stent was partially deployed. It was possible to deploy the remainder of the stent, however it was noted that the distal end of the delivery system did bow during deployment. An examination of the deployed stent found no anomalies with its profile. A visual and tactile examination of the delivery system noted no issues. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the patient was being treated for airway stenosis. During deployment of the ultraflex tracheobronchial stent, the suture wire became stuck and the stent could not be deployed completely. The scope and stent were removed together. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. On (B)(6), 2010, additional information was received from the complainant regarding the event. The complainant confirmed the lesion was a malignant stricture approximately a couple of centimeters long. It was also noted that the anatomy was not torturous and the stricture was predilated. Bowing of the delivery system was noted during the deployment attempt and the stent did start to deploy. The complainant confirmed the suture did not break but seemed to get caught on itself.

Manufacturer narrative:
Updated the event with additional information.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on (B)(4), 2010. According to the complainant, the patient was being treated for airway stenosis. During deployment of the ultraflex tracheobronchial stent, the suture wire became stuck and the stent could not be deployed completely. The scope and stent were removed together. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.